Event description:
Customer reported while the prisoner was in use with the restraint, the inmate broke through the wrist cuff, breaking the lock on the cuff releasing his wrist. There were no injuries to the pt or anyone else involved.

Manufacturer narrative:
Results: the customer returned both of the wrist cuffs and the metal plates on the buckles are bent. The key post is missing from one of the buckles. The buckle closes on the wrist strap and cannot be opened without the use of a key. There is some play once the buckle is closed on the wrist cuffs but they cannot be opened by hand. (B)(4).